Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the medium-large clip applier instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument wouldn't work. One of the jaws was found to be bent. No known impact or patient consequence was reported. The procedure was completed as planned. Intuitive surgical, inc. (Isi) received mw5167523 stating: during robotic assisted cholecystectomy, one of the da vinci xi medium-large clip appliers wouldn't work. The jaws of the instrument were identified as being bent. No injury to patient. Procedure was able to continue without delay. Clinician notified by email. Lives: 93/100.